Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead's terminal end was damaged and the conductor was fractured. This event occurred during the device change out procedure. This lead was partially abandoned. No adverse patient effects were reported.